Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48-50 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed glucose tablets to address low blood glucose. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.